Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator was not connecting to pyxis medstation es. The customer reported that there was a burning odor. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). D4 & h4: server serial number, unique identifier, and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the refrigerator failure. A field service engineer installed a new refrigerator to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator was not connecting to pyxis medstation es. The customer reported that there was a burning odor. There were no adverse events or injuries reported based on this event.